Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that the patient would like her lead removed because she developed a knot in her neck. The patient's generator was already explanted in the past. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.